Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two unspecified mentor breast implants and experienced bilateral capsular contracture (grade unknown) postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with two 700cc mentor memorygel breast implant prostheses (catalog #:3507004bc, left serial #: (B)(4), right serial #:(B)(4) on (B)(6) 2021. For reporting purposes, the common device name and procode have been added and correspond to a gel breast prosthesis. This report is for the right-sided prosthesis.